Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced massive bleeding at lower gastrointestinal tract on (B)(6) 2025 and they were admitted. Approximate 4 units or more, but less than 8 units of red blood cells were given to the patient. Medication-based procedure and lower gastrointestinal endoscopy were also performed. The patient was on warfarin aspirin at the time. They were discharged on (B)(6) 2025.